Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transcripts revealed that the implantable cardioverter had episodes of over-sensing. There was low level, high frequency noise that was inhibiting pacing. Myopotential over-sensing was suspected. Transcripts also revealed that there was far-r wave over-sensing on the atrial channel that was causing inappropriate automatic mode switches. No intervention was performed at the time. Patient condition was not reported.